Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a tear was found in the ultrathane mac-loc locking loop multipurpose drainage catheter just below the hub following an abdominal drainage procedure. The nurse found the tear in the catheter during the post-operative examination. The physician then removed the defective drainage catheter and replaced it with a new device. No additional harm to the patient was reported. Reviews of the complaint history, device history record (DHR), quality control, specifications, and instructions for use (IFU, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photos provided by the customer confirmed a tear in the catheter shaft below the hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related raw component lots revealed no recorded non-conformances relevant to the failure mode. A further search of these raw lots went into 28 additional final lots, with no additional complaints being received. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [ t_multi2 rev1, multipurpose drainage catheter] packaged with the device contains the following in relation to the reported failure mode: how supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, the provided photo, and the results of the investigation, cook concluded that the root cause category would fall under component failure, without any design or manufacturing issue. It is possible that the catheter underwent excessive force while placed in the patient, but this cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - additional common name: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy . D2b - additional product code: gbo, lje. G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a tear was found in the ultrathane mac-loc locking loop multipurpose drainage catheter just below the hub following an abdominal drainage procedure on a 68-year-old male patient. The nurse found the tear in the catheter during the post-operative examination. The physician then removed the defective drainage catheter and replaced it with a new device. No additional harm to the patient has been reported. Photos provided by the customer confirmed a tear in the catheter shaft below the hub.